Event description:
During preventative maintenance of the device, the field service representative reported that the occlusion knob was hard to turn. Since the event occurred during preventative maintenance, there was no delay or patient involvement.